Manufacturer narrative:
Device code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used during an endoscopic gastrointestinal dilatation procedure performed on (B)(6) 2022. During the procedure and removal, the physician did not feel any guidewire resistance. When the device was removed, the guidewire was broken into multiple pieces. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used during an endoscopic gastrointestinal dilatation procedure performed on (B)(6) 2022. During the procedure and removal, the physician did not feel any guidewire resistance. When the device was removed, the guidewire was broken into multiple pieces. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of core wire break. Block h10: the returned cre pro wireguided balloon was analyzed, and a visual evaluation noted that the guidewire was unraveled. No other problems with the device were noted. The reported event of core wire break was not confirmed. The unraveled guidewire is likely due to incorrect manipulation and/or the manner in which the device was handled/manipulated during the procedure. Excessive force during manipulation of the device could cause the guidewire to unravel. Therefore, the most probable root cause is "adverse event related to procedure." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.